Manufacturer narrative:
The device was returned to olympus for evaluation. An olympus borescope was used to performed a visual inspection on the colonovideoscope and found a yellow discoloration inside the scope¿s instrument channel from the biopsy port side. The instrument channel was inspected and found kinks inside the channel from the bending section side and a scratch mark inside in the middle section of the channel. Further inspection of the scope¿s channel from the control body side noted kinks in the outer wall. The suction channel was inspected with no abnormalities noted. The scope¿s nozzle was disassembled and found no evidence of obstruction or foreign material in the channel. The image was found to normal. The scope failed the leak test. Based on the investigation the user¿s complaint was not confirmed as there was no evidence of foreign material found inside instrument channel or suction channel. As part of our investigation, olympus followed up with the user facility regarding the reported event and was informed that scope is pre-cleaned immediately after the procedure. The scope is flush with 500 ml endozyme solution, wiped with a sponge on the outside, the air water cleaning adaptor is inserted into the scope and the auxiliary irrigation channel is flushed with water. Then the scope is transported in a covered bin to the processing area where the scope is leak tested with an olympus mu-1. An olympus bw-412t is used to brush the scope¿s channels. A suction cleaner adaptor is applied and 500 ml of endozyme solution is again suctioned through the scope. The scope and all its channels are connected to the scope buddy for 35 seconds, while endozyme soap is flushed through the scope, then 35 seconds of water is flushed through the scope and then 35 seconds of air is flushed through the scope prior to being placed in the in medivator dsd edge aer with rapicide pa. The scope is hung a cabinet with heppa air filters. The facility's last aer preventive maintenance was performed in november 2018. The user facility participated in an in-service on (B)(6) 2017 and (B)(6) 2018. All of the facility¿s reprocessing staff is reportedly trained to properly reprocess an endoscope.

Event description:
Olympus was informed that during a therapeutic colonoscopy procedure, a foreign material fell out of the scope and into the patient. The foreign material was retrieved with suction through the scope¿s channel. There was no unusual bleeding observed. No additional intervention was required. The intended procedure was completed. The patient was discharged in good condition.